Event description:
Md removed instrumentation from patient's right forearm. The plate and screws had irritated patient's right flexor pollicis longus tendon. Plate and screws removed and were disposed of.